Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: weight within specifications, opening on anterior, crease fold. A visual and micro analysis was performed which identified: striated opening. Base on the device analysis the final assessment is: a striated opening due to surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.